Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during establishing final arm angle (efaa). It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4. The steerable guide catheter (sgc) was successfully forwarded into the left atrium and the xtw clip was positioned above the mr. The clip was steered down into the ventricle and the leaflets were successfully grasped. After a full evaluation of the grasp establishing final arm angle (efaa) was tested. The clip opened in the neutral position to approximately 30 degrees. Efaa was repeated two times, however the clip opened both times in the neutral position. The clip was not implanted and was replaced with a new xtw clip. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip failing to establish final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported clip failing efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.